Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the power cabling needed to be rerouted. To resolve the issue, the technician rerouted the power cabling, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hexavue custom room rack went blank. No report of procedure involvement. No report of injury.